Event description:
The following article was received based on a literature review. Article: same-quadrant baerveldt glaucoma implant-250 to baerveldt glaucoma implant-350 exchange a case report was done to present a case of a same-quadrant tube exchange of a baerveldt-250 (bgi-250) to bgi-350. The patient is a 71-year-old female with severe-stage primary open angle glaucoma of both eyes, and this case focuses on the right eye. This eye had prior bgi-250 in the anterior chamber (ac) and was exchanged (explanted) to a new bgi-350 due to high intraocular pressure (26 mmhg). At postoperative day 1, iop was 2 mmhg then at postoperative week 1, iop was 4 mmhg, and there were visible peripheral choroidal effusions. By postoperative week 2, iop rose to 28 mmhg and the choroidal effusions had resolved. Treatment includes steroids and cycloplegic eyedrops through the course of the treatment. A copy of the article is provided with this report. This report is for the events related to the model mentioned in the article as bgi-350. A separate report is being submitted for model bgi-250.

Manufacturer narrative:
Section date of birth: unknown/not provided. Section a3b, gender: unknown/not provided. Section a4, patient weight: unknown/not provided. Section a5, ethnicity: unknown/not provided. Section b3, date of event: unknown/not provided. Section d4, model and catalog number: unknown as the serial number was not provided. Section d4, serial number: unknown/not provided. Section d4, expiration date: unknown as the serial number was not provided. Section d4, unique identifier (UDI) number: a partial UDI was provided as the serial number is not available. Section d6a, if implanted, give date: unknown/not provided. Section d6b, if explanted, give date: no indication it was explanted. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h4 device manufacture date: unknown as the serial number was not provided. Follow-up is being performed to obtain the missing information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.